Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the patient's implantable cardio defibrillator transmissions, revealed episodes of non-sustained right ventricular oversensing due to post paced t-wave oversensing. The patient did not receive therapy during the oversensing. No intervention was performed but programming changes were discussed. The patient's condition was asymptomatic throughout the event.